Manufacturer narrative:
(B)(4). The reported field event of a set screw anomaly was not confirmed in the laboratory. Visual inspection identified no anomalies. The device was tested on the bench and all set screws were found to function normally. The cause of the reported set screw anomaly could not be determined.

Event description:
It was reported that the device was explanted and replaced due to a set screw anomaly.